Event description:
It was reported that the patient presented remotely via merlin. Net transmissions. The transmission revealed the patient's implantable cardiac monitor (icm) had under-sensing issues due to loss of contact in the pocket. The clinic will continue to monitor the patient. No intervention performed and no patient consequences was reported.